Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the needle began to spurt blood from the plastic section of needle." There was no exposure or patient impact.

Manufacturer narrative:
H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Bd had not received samples, but [1] photo was provided for investigation. The customer photo shows product packaging but does not show the reported defect. Therefore, this complaint cannot be confirmed based on the customer photo provided. Additionally, [30] retention samples from bd inventory were subjected to a draw test to assess functionality of the device. All samples passed testing with no evidence of leakage or defects during draw. Therefore, this complaint cannot be confirmed based on retain sample testing results based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® ultratouch¿ push button blood collection set there was blood leakage or other sample leakage from the device other than the insertion site or needle tip. The following information was provided by the initial reporter. The customer stated: "the needle began to spurt blood from the plastic section of needle." There was no exposure or patient impact.